Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na) results for two (2) patient samples. The false results were reported out of the laboratory. When the issue was noticed, the samples were re-run on an alternate instrument in the laboratory and reports were amended. The customer did not provide patient data documentation for the two patients involved. The customer did verbally report one (1) example of the false high na results. The customer indicated that the original na result was 153.3 mmol/l and upon repeat was 145 mmol/l and was amended. Patient demographics were not provided by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that quality control (qc) was within specifications prior to and after the event. The customer did not provide the actual qc data. Bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that air was coming from the ratio pump and valves. The fse replaced the ratio pump which resolved the air issues. The fse also replaced the na electrodes, sample probe and collar wash, and syringe. Failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.

Event description:
This is a follow up report.

Manufacturer narrative:
Upon further investigation it was confirmed that the failure mode is associated with the ratio pump which was replaced through service activities. The piston shavings indicated wear and bubbles were present in the buffer chamber which indicated seals were leaking in the pump.